Manufacturer narrative:
Conclusion: customer did own repairs. (B)(4): customer did own evaluation and repair.

Event description:
It was reported the bed's control board had stopped working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the bed's control board had stopped working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the bed's control board had stopped working. Follow-up submitted as further investigation determined there was a loss of power to the bed due to the power cord being disconnected from the wall. This is not likely to harm the patient as it would be clear to the user why bed functions would be unavailable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.